Event description:
The patient was implanted with a smooth saline mammary prosthesis on 11/19/1996. Subsequently, the patient experienced capsular contracture and pain. The device was removed in 1999.